Event description:
It was reported that a patient underwent an total abdominal hysterectomy in 2009. Following the procedure, the patient was returned to the operating room for evacuation of a hematoma and an insertion of the drain into the pelvis. When the nursing staff were attempting to remove the drain four days later, the drain "sheared off", and the patient had to return to operating room to have the retained portion of the drain removed under general anesthesia.

Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.